Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse replaced the video receiver to lcd cable to resolve the reported issue. In addition, the safety disk was also replaced as part of the preventative maintenance which was completed by the fse. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient cs300 intra-aortic balloon pump (iabp) had a display issue, and the displayed image went up and down and flickers. The iabp was replaced with another iabp and therapy was initiated. There was no patient involved; thus, there was no adverse event.